Event description:
(B)(4) MDR - heart failure and infection on stimulation lead (possibly rv lead, echo could not clearly identify which lead was affected). The patient was hospitalized where an infection on the lead was confirmed. Antibiotics were started on (B)(6) 2012. Device and all three leads were explanted.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.